Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the ccd drive pcb fluid damage, the ground wire coating damage, the objective lens broken, the angle wire play, the forward body frame corroded, the nozzle gluing missing, the segment steel braid deformed, the light guide cable leak, the junction case leak, the ccd drive pcb malfunction, the lg prong top dirty, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.